Event description:
It was reported that prior to start of da vinci-assisted cholecystectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report site was not able to lock cannula arm during draping. Tse advised customer to extend cannula arm fully; however, the same issue persisted. Tse asked customer to perform power cycle of system. However, the issue did not resolve.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and adjusted the internal screws. The system was verified and ready for use.